Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test or verify failed battery alert due to blank display. Pump received with stripped battery cap(p)coin slot and broken battery cap noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had battery failed alarm. Customer¿s blood glucose value was 131 mg/dl. Troubleshooting was performed. Customer was advised that the pump needed to be replaced. Insulin pump will be returned for analysis.